Event description:
During the procedure, the doctor inserted the instrument into the patient. Upon use, surgeon noticed a problem, removed the device and discovered that the tenaculum was broken. Upon further investigation, it was discovered that the screw was missing. After imaging and fluoroscopy, the screw was located and removed. (Duplicate report - revised with picture uploaded). FDA safety report ids# (B)(4) .